Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the trial procedure, a wet tap occurred. The pt was without symptoms post-operative; however, she called 6-7 hours later with a persistent headache. The trial leads were removed on (B)(6) 2013. Follow-up identified a blood patch was done and the headache has been resolved.